Event description:
Patient was implanted with a bilateral mandible distractor on (B)(6) 2012, with a distraction performed (B)(6) 2013. The distractor met the desired length at the desired time. It was noted on a follow up visit, on an unknown date, the right side remained advanced but the left side retracted an unreported amount. The father reported to the surgeon that when he turns the key one half turn as directed, he is not meeting resistance. Therefore, the surgeon instructed the father to turn the key until resistance is met and then begin the one half turn. The father was also instructed to leave the right side alone and only advance the left side. As of (B)(6) 2013, it was reported that the distractor is retaining the advancements that are made. In (B)(6) 2013, exact date unknown, it was noted the relapse in distraction, on the left, took place. The two distractors, footplates and extension arms were removed on (B)(6) 2013. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates the received condition of the 1.0mm mandible mesh foot plates with an extension arm was structurally and cosmetically, good. The mesh was solid, showing no signs of weakness, wear or stress. The mesh was square and firmly mounted to the distractor. The anodization color of the mesh was slightly faded on the bottom of the plate. There were signs of wear in and around the plate holes where the mesh was secured to the bone. This damage made measuring impossible. The condition of the 1.0mm mandible mesh foot plates for distractor #2 without extension arm was also good. The mesh was solid, showing no signs of weakness, wear or stress. The mesh was square and firmly mounted to the distractor. The anodization color of the mesh was slightly faded on both the top and bottom of the unit. Wear was observed in and around the outer holes of the plate where the device was secured to the bone. This made measurement analysis of multiple parameters impossible. Measurements that could be taken were found to meet specification. The 1.0mm mandible mesh foot plates were verified using a luxo 5 diopter lighted magnification. The 1.0mm mandible mesh foot plate material types were verified with the alloy analyzer nitron03 gun. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product was returned, the investigation is ongoing. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Retraction of medwatch: this complaint has been reviewed, it has been determined that the reportability determination has been changed from reportable status to not reportable. Rationale: it is reported that ¿ the distractors met their desired length at the desired time. As of (B)(6) 2013, it was reported that the distractor is retaining the advancements that are made. There is no indication to indicate this event was a serious injury: is life-threatening, even if only temporarily, (2) results in permanent impairment of a body function or permanent damage to a body structure or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Permanent means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage. All information suggests the product worked as designed and as intended. This event does not meet the definition of a FDA reportable event.